Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that externalized conductors were observed via diagnostic imaging. No electrical anomalies were noted. The lead will be revised at a later date. There were no adverse consequences to the patient.